Event description:
It was reported that during the implant procedure, the patient had bleeding issues and the physician opted to abort the case. Patients bleeding issue was not device related. Nothing was implanted and the patient was stable postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during the implant procedure, the patient had bleeding issues and the physician opted to abort the case. Patient's bleeding issue was not device related. Nothing was implanted and the patient was stable postoperatively.